Event description:
It was reported that during a x-fix procedure of the left ankle, while tensioning the wire over the do(x6) frame, the tensioner broke. The doctor had a second tensioner which he used to complete the procedure. There was no delay to the procedure. There was no adverse effect to the patient noted. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports, the leading internal thread has a large burr and is damaged. The major diameter thread on the tip has damage near the back end. The wire is still stuck in the instrument. Based on the evaluation and the unknown root cause, this complaint is deemed indeterminate from a manufacturing standpoint. Product development evaluation reveals, the device is disassembled into 3 pieces. The 2 reaction forks are disassembled from the rest of the device, and a reduction wire is locked into the collet and cannot be removed. A review of the design shows that the design is sufficient for its intended purpose, and the technique guide makes a point of noting the tensioner should be fully open to ensure proper tensioning of the wire. It should be noted that changes were implemented after this particular device was manufactured on february 2006, and there have been subsequent updates to improve product performance. This complaint is deemed indeterminate from a design perspective. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)